Event description:
Customer took a blood glucose test with a result at 5pm and thought the result was low but took no action. At 12:30am the customer woke up and felt hungry, spouse gave them milk. The customer started to shake and fell onto the bed. An ambulance was called and they tested with their device and the customer's device with noticeable differences. Values were not provided. The customer was given oxygen and food or insulin. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.